Manufacturer narrative:
This supplemental report is being submitted to include the manufacturer's investigation findings and update the related coding and fields. Adverse event/product problem was updated to adverse event. It was previously reported that "the manufacturer received information from the hospital that the dealer had been notified about an incident involving the trilogy evo device. It was reported that the device's circuit had become disconnected, no alarm had sounded, and the patient was found deceased. The dealer then informed the sales representative, who confirmed the situation with a manager from the hospital's facilities department. It was verified that the device had been functioning at the time of the incident. The patient, who had been diagnosed with als, used the device for six months. Medical interventions performed at the time of the event included resuscitation measures. The patient passed away on june 9, 2026, and the cause of death is currently unknown. A hospital nurse reported that the ventilator had been disconnected when they found the patient deceased. The sales representative reviewed the alarm log and noted that the "circuit disconnected" alarm had sounded once, and the "low inspiratory pressure" alarm had also occurred once. A meeting with the hospital's medical safety department is scheduled for (B)(6), 2026, to discuss the incident, and the device will be retrieved afterward. Per trilogy evo clinical manual, section: alarms and system messages, circuit disconnected is a high-priority alarm that occurs when the patient is not connected to the ventilator breathing circuit or there is a large leak. The procedures to follow include checking if the circuit is connected to the patient, if it is connected to the ventilator, and if there is a large unplanned leak. Device performance: the system resolves the alarm when the circuit is reconnected or the excessive leak is fixed. The device continues to function. Per trilogy evo clinical manual, section: 1.4.4 alarms, do not rely on any single alarm to detect a disconnected circuit. Respond immediately to any high-priority alarm. It may indicate a potentially life-threatening condition. Visually monitor the patient and ventilator at all times during an alarm silence period. Allowing alarms to continue without intervention may result in harm to the patient. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Device logs and device evaluation are pending. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred." Per gfe response received, alarms generated when the circuit was disconnected: "circuit disconnect", "low inspiratory pressure", "ac power disconnected" and "volume under delivery". Although the low minute ventilation alarm was not set, the "circuit disconnect" alarm was set appropriately to 5 seconds and the low tidal volume alarm was set to 10 ml with no upper limit. Based on available information, both the circuit disconnect (a high-priority alarm) and low tidal volume alarms were set and operational to alert the end user of an unintentional patient disconnection from the device during clinical and therapeutic use. The device was returned to a service center for evaluation. Per the device evaluation report, operational checking was performed regarding the circuit disconnected alarm with a circuit equivalent to the one used at the time of the reported event and in the settings at the time of the reported event. When the circuit was detached/attached, the reported issue was not duplicated, and it was confirmed that circuit disconnected alarm was properly generated after alarms such as low inspiratory pressure and volume under delivery sounded. The log revealed that there were no additional records of circuit disconnected alarm after it occurred at 18:48:09 until the power was turned off at 19:44:13. It also revealed that no error indicating a device failure was logged. A test was performed for verification, and the device passed all the items. Based on the investigation results above, it has been determined that the device is in normal condition. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00 from 1.06.10.00. Based on information available at this time, the previous disposition as stated within the clinical assessment remains as stands. No further action is required. Based on the information currently provided and available, it was alleged that when checking the patient's vital signs prior to suctioning, a circuit disconnect was identified between the patient cannula and the catheter mount. Resuscitation measures were performed, however the patient passed away with cause of death being als. Further review of ER 2227245 - trilogy evo product safety risk management matrix (current revision) has linked the event to risk tag line evo_13.1. The predicted severity associated with this risk tag is congruent with the allegation of harm as severity 4. No causal relationship of the device to the patient outcome has been found. Per initial device evaluation, "since no issue was observed by a test or disassembly investigation, it has been determined that the device is in a normal state." Contribution of the device to the reported adverse event cannot be ruled out as a likely factor, therefore this complaint record shall be reported to the relevant competent authorities as contributory due to the noted unintentional patient disconnection from the device, state of the patient during the event in question, and subsequent expiration. No further actions or escalation are required. DHR review was performed for the complaint device serial number,(B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information from the hospital that the dealer had been notified about an incident involving the trilogy evo device. It was reported that the device's circuit had become disconnected, no alarm had sounded, and the patient was found deceased. The dealer then informed the sales representative, who confirmed the situation with a manager from the hospital's facilities department. It was verified that the device had been functioning at the time of the incident. The patient, who had been diagnosed with als, used the device for six months. Medical interventions performed at the time of the event included resuscitation measures. The patient passed away on (B)(6) 2026, and the cause of death is currently unknown. A hospital nurse reported that the ventilator had been disconnected when they found the patient deceased. The sales representative reviewed the alarm log and noted that the "circuit disconnected" alarm had sounded once, and the "low inspiratory pressure" alarm had also occurred once. A meeting with the hospital's medical safety department is scheduled for (B)(6) 2026, to discuss the incident, and the device will be retrieved afterward. Per trilogy evo clinical manual, section: alarms and system messages, circuit disconnected is a high priority alarm that occurs when the patient is not connected to the ventilator breathing circuit or there is a large leak. The procedures to follow include checking if the circuit is connected to the patient, if it is connected to the ventilator, and if there is a large unplanned leak. Device performance: the system resolves the alarm when the circuit is reconnected or the excessive leak is fixed. The device continues to function. Per trilogy evo clinical manual, section: 1.4.4 alarms, do not rely on any single alarm to detect a disconnected circuit. Respond immediately to any high priority alarm. It may indicate a potentially life-threatening condition. Visually monitor the patient and ventilator at all times during an alarm silence period. Allowing alarms to continue without intervention may result in harm to the patient. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Device logs and device evaluation are pending. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.